Manufacturer narrative:
Unit passed displacement test and self test. Pump error 4 and pump error 63 (line number 147 file number 2017) was noted in the history download. Problem isolated to the electronic assembly as per global logic analysis. The following were noted during visual inspection: scratched case and pillowing keypad overlay. The p-cap does lock properly. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had received multiple pump error alarms. Customer was able to clear the alarm and rewind the insulin pump. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.